Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. Boston scientific technical services (ts) was contacted for assistance and reviewed remote monitoring data. Ts discussed that the lead has been implanted for greater than twenty years and discussed troubleshooting options. It was noted that the patient does not appear to be dependent on rv pacing. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that after the lead safety switch to unipolar pacing and sensing mode, the pace impedance measured was within normal limits (578 ohms). The pacing and sensing vector was changed back to bipolar for testing and no noise was produced. The physician decided to keep the unipolar pacing and sensing mode. No further action is planned. This product remains in service. There were no adverse patient effects.